Manufacturer narrative:
The device was received for evaluation. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported events. A short-simulated therapy was successfully performed. Review of the device logs showed an excessive drain volume of 4,111ml during drain 6 of 6. A review of the device programming revealed the programmed estimated night uf (1,218ml) may have been set too low for the most recent therapy. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The therapy data from the seven most recent therapies showed the patient¿s average uf was approximately 2093 ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The probable cause of the reported event was determined to be the programmed estimated night uf being set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling too full, higher blood pressure and shortness of breath during a fill. The patient was connected to the amia device at the time of the events. The nurse reported that the patient came in the day prior to the event and stated that they thought the device was overfilling them and they had to do manual drains after every fill cycle. Renal therapy services (rts) assisted the patient to perform a drain with relief of symptoms. The patient reported they were not bypassing, ¿just repositioning until drains were finished¿. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis as discussed. There was no medical intervention associated with this event. No additional information is available.